Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate on (B)(6) 2014. Patient claims the device values were about 60 points off from the fingerstick values. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.